Event description:
The customer reported the system displayed a corrupt data error message and will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos singleboard computer and reloaded software and calibration files. System operates as intended.